Event description:
An aq2017v model lens was implanted and removed due to the surgeon not being able to position the lens correctly in the pt's eye. The facility indicated that it ws unk if there was any pt injury or event and if the product had malfunctioned.